Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/26/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm. Date of event is an approximation. On 09/01/2024, it was reported that the patient experienced a skin reaction with pimples, drainage, and infection, underneath sensor pod area only, which occurred an unknown number of days after the sensor had been inserted in the arm. The patient was driven to the emergency room by their spouse, and were given an unspecified treatment with antibiotics, and was discharged on the same day. The patient could not confirm if the antibiotic treatment was a cream, oral tablets, or intravenous medication. At the time of the report the patient was stable. No additional event or patient information is available.